Event description:
It was reported that this lead was explanted due to infection. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. This lead was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).